Event description:
One reported event of "severe angioedema-type hypersensitivity reaction" from journal article: "a severe acute hypersensitivity reaction after a hyaluronic acid with lidocaine filler injection to the lip," dept of plastic reconstructive and aesthetic surgery, ankara numune training and research hospital, vol 42, number 2, p 245-247, march 2015. Treatment has occurred.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of "a severe acute hypersensitivity reaction after a hyaluronic acid with lidocaine filler injection to the lip" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.